Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.